Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned and investigated at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that a patient underwent a transesophageal echocardiography (tee) study before an angiogram procedure. In the middle of the tee while scanning the patient, the transducer failed and simultaneously caused an unknown system error to occur. The transducer was removed from the patient and a new transducer was connected to the ultrasound system. After it was connected, the system did not respond but remained locked up even though the echocardiogram (ECG) trace was still moving. The doctor cancelled the tee study and decided to transfer the patient to the cath lab for the planned angiogram. There was no report of patient adverse event following the angiogram. The patient was reportedly doing well and was discharged to home with no clinical sequela. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received; provide the type of report; provide the type of reportable event; provide the type of follow-up; provide and correct the event problem and evaluation codes; and provide additional manufacturer narrative. The customer service engineer (cse) presented at the user facility to review the system logs and it was found that the ultrasound system has not been power cycled or rebooted in over a week. The cse rebooted the system and provided the user instructions on the proper usage of "standby." The possible root cause of the reported complaint was due to customer misuse. Reference complaint # (B)(4).